Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebs1233 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales representative that the facility found a hair wrapped around the PICC upon opening the device. The device was not used.